Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor break. Customer's blood glucose at time of incident was unknown mg/dl. Customer reported a faulty serter and two sensors have been wasted. The customer was advised replacement will be send.